Manufacturer narrative:
This supplemental report is being submitted to correct initial report. As a result of the investigation, it was found that this event was not an event to be reported. Omsc withdraw MFR report # 8010047-2021-11415.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the lamp did not light up due to the failure of the thermistor. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the lamp had been burnt when turning on the subject device, and with some burning smell. The user replaced the subject device to another device and completed the procedure. Olympus (B)(4) checked the subject device and found that the lamp did not light up. There was no report of patient injury associated with the event.